Event description:
The user facility reported via medwatch (B)(4) that during a polypectomy the wire that is connected the handle on their exacto cold snare broke. No report of injury.

Manufacturer narrative:
Steris endoscopy evaluated the reported event and determined it does not meet our reporting criteria under 21 cfr part 803. It should be noted that steris is submitting a medical device report (MDR) solely due to the receipt of the user facility medwatch report which is in accordance with our procedures and policies. The device history record was reviewed and confirmed the device lot was manufactured to specification. There have been no other complaints associated with this lot. The device subject of the event will not be returned for evaluation as the user facility discarded the device. The exacto cold snare instructions for use states, "the following conditions may not allow the device to function properly or cause patient injury: attempting to advance the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position and/or, attempting to actuate the device when the handle is at an acute angle in relation to the sheath." Steris endoscopy offered in-service training on the use of the exacto cold snare; however, the user facility has declined. No additional issues have been reported.